Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient representative reported "rupture of implant, discomfort, heightened increased risk of bia-alcl, mental anguish and fear of developing bia-alcl, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, physical pain and suffering from explantation, scarring and disfigurement". This record is for the right side. Device has been explanted.